Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported in the first half of the year of 2018, the patient was implanted with a pressure regulating shunt tube due to brain atrophy. Pre-operatively, the patient was comatose due to the brain atrophy so the vagus nerve surgery was performed while the adjustable pressure shunt was implanted. It was stated the patient was still in a coma after surgery. It was requested to have the pressure adjusted.